Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a trial patient. It was reported that the patient had problems during their trial. They experienced an infection and had pain with the implanted trial equipment. It was noted that both wires pulled out and broke where they were implanted in the body. The patient thought they might have pulled out while they were sleeping, but they weren't sure. These issues only occurred during the trial, which, has since, ended. The trial took place in (B)(6) , 2016 and the patient had spoken to a manufacturer representative (rep) about the wires being pulled out at the same time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.